Manufacturer narrative:
E1, address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of the light guide bundle was badly broken. A root cause could not be identified. Based on the results of the investigation, it is likely the broken light guide bundle at the distal end led to dark image. The most probable cause of broken light guide bundle was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited dark image. The issue was observed at the time of set up before the patient was in room. There were no reports of patient harm.